Event description:
It was reported that the sternal saw was leaking cable oil. This was discovered during preventive maintenance. No pt injury was reported.

Manufacturer narrative:
The sternal saw was returned to terumo for investigation. It was determined that a slight amount of grease was found on the cable but had no effect on the function of the saw. Preventive maintenance would have prevented the reported failure mode. The saw was repaired by the service department and returned to the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.